Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported there was an inability to communicate well between the ins and the recharger. The ins may have been too deep in the pocket. They tried multiple times to align the charger over the device. They ended up repositioning the ins to be more superficial. They tested the charge ability while on the or table and had a good coupling response. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.